Event description:
It was reported by the consumer no restriction one year post implant of a realize band. He has had unknown number of fills, but believes the fill volume should be at 7ccs. During a scheduled fill, the surgeon could inject fluid, but was unable to withdraw fluid. He has had x-rays, fluoroscopy, and MRI and no confirmation as to why he is not getting restriction. An exploratory lap to further evaluated the band is scheduled the second week of july. At this time, surgeon feels like the band tubing has disconnected from the injection port.

Manufacturer narrative:
(B)(4). Information unavailable, device not returned for analysis. Device remains implanted.